Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported by customer as "catheter place in patient, upon removal top 1/3 of balloon did not inflate and was tightly wrapped around catheter". The customer sent to teleflex: the cath lab report, which states in part: (1) "very ill post arrest patient in cardiogenic shock sent to cath lab for pci and intra-aortic balloon pump (iabp) insertion. Insertion uneventful and followed usual course, inserted in r femoral artery under fluoroscopy." And (2) "cxr done to confirm placement. [Patient] arrested again shortly after and died. Iab only in for about 2 hours. After patient's death, balloon removed and pumped while outside to check condition. Balloon noted to only be inflating about halfway, large distal portion and small proximal portion of balloon still tightly wrapped around catheter". The customer also sent to teleflex a report from the cicu, which states "patient was received into care on cicu [from the cath lab] in unstable and critical condition. Report received was that ph was low, potassium was 2.9 (per an abg), blood glucose 25 and lactate 16. The patient arrived on maximum doses of norepinephrine and epinephrine. No central line access. A balloon pump in situ. On a rrival- no discernable ap waveform was present, and bpw was intermittently rounded, squared off and wide. Iabp alarming high-pressure alarms intermittently". The cicu report further states: (1) "the [patient] did not survive the night, experiencing further deterioration and a pea arrest with unsuccessful resuscitation. Upon de-lining during postmortem care, it was noted that the balloon appeared tightly wrapped at the distal end, and also slightly at the proximal end" and (2)"death, may or may not be attributed to iabp balloon failure - however patient received no benefit of iabp therapy". The customer stated further to teleflex "the physician doesn't think the balloon caused the patient's death, but it certainly did not operate the way it is meant to, and it did not help the patient or the nurse".

Manufacturer narrative:
(B)(4). The reported complaint that "upon removal top 1/3 of balloon did not inflate and was tightly wrapped around catheter" was confirmed based on customer-provided pictures, which depicted the distal portion of the intra-aortic balloon catheter (iabc) bladder twisted, which could result in the inability of the iabc to fully inflate or unwrap. Complaint verification testing could not be performed as no sample was returned for analysis. Based on a review of the device history record (DHR), the product met specifications upon release. Review of a previous finding and our review of the customer-provided pictures indicates the possible root cause of the complaint was a manufacturing issue that was addressed by retraining that occurred after the manufacture of this device. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported by customer as "catheter place in patient, upon removal top 1/3 of balloon did not inflate and was tightly wrapped around catheter". The customer sent to teleflex: the cath lab report, which states in part: (1) "very ill post arrest patient in cardiogenic shock sent to cath lab for pci and intra-aortic balloon pump (iabp) insertion. Insertion uneventful and followed usual course, inserted in r femoral artery under fluoroscopy." And (2) "cxr done to confirm placement. [Patient] arrested again shortly after and died. Iab only in for about 2 hours. After patient's death, balloon removed and pumped while outside to check condition. Balloon noted to only be inflating about halfway, large distal portion and small proximal portion of balloon still tightly wrapped around catheter". The customer also sent to teleflex a report from the cicu, which states "patient was received into care on cicu [from the cath lab] in unstable and critical condition. Report received was that ph was low, potassium was 2.9 (per an abg), blood glucose 25 and lactate 16. The patient arrived on maximum doses of norepinephrine and epinephrine. No central line access. A balloon pump in situ. On a rrival- no discernable ap waveform was present, and bpw was intermittently rounded, squared off and wide. Iabp alarming high-pressure alarms intermittently". The cicu report further states: (1) "the [patient] did not survive the night, experiencing further deterioration and a pea arrest with unsuccessful resuscitation. Upon de-lining during postmortem care, it was noted that the balloon appeared tightly wrapped at the distal end, and also slightly at the proximal end" and (2)"death, may or may not be attributed to iabp balloon failure - however patient received no benefit of iabp therapy". The customer stated further to teleflex "the physician doesn't think the balloon caused the patient's death, but it certainly did not operate the way it is meant to, and it did not help the patient or the nurse".

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported by customer as "catheter place in patient, upon removal top 1/3 of balloon did not inflate and was tightly wrapped around catheter". The customer sent to teleflex: the cath lab report, which states in part: (1) "very ill post arrest patient in cardiogenic shock sent to cath lab for pci and intra-aortic balloon pump (iabp) insertion. Insertion uneventful and followed usual course, inserted in r femoral artery under fluoroscopy.". And (2) "cxr done to confirm placement. [Patient] arrested again shortly after and died. Iab only in for about 2 hours. After patient's death, balloon removed and pumped while outside to check condition. Balloon noted to only be inflating about halfway, large distal portion and small proximal portion of balloon still tightly wrapped around catheter". The customer also sent to teleflex a report from the cicu, which states "patient was received into care on cicu [from the cath lab] in unstable and critical condition. Report received was that ph was low, potassium was 2.9 (per an abg), blood glucose 25 and lactate 16. The patient arrived on maximum doses of norepinephrine and epinephrine. No central line access. A balloon pump in situ. On a rrival- no discernable ap waveform was present, and bpw was intermittently rounded, squared off and wide. Iabp alarming high-pressure alarms intermittently". The cicu report further states: (1) "the [patient] did not survive the night, experiencing further deterioration and a pea arrest with unsuccessful resuscitation. Upon de-lining during postmortem care, it was noted that the balloon appeared tightly wrapped at the distal end, and also slightly at the proximal end" and (2)"death, may or may not be attributed to iabp balloon failure - however patient received no benefit of iabp therapy". The customer stated further to teleflex "the physician doesn't think the balloon caused the patient's death, but it certainly did not operate the way it is meant to, and it did not help the patient or the nurse".